Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl 8000 mcg/ml for a total dose of 2478 mcg/day and dilaudid 10 mg/ml for a total dose of 3mg/day via an implantable pump. It was noted that the rep was notified today ((B)(6) 2021) that the patient's pump had stalled. The rep was unsure of electromagnetic imaging (emi), magnets, or magnetic resonance imaging (MRI). The rep was on their way to the clinic to check logs. It was noted that the clinic has had multiple stalls with different patients and was unhappy as the clinic was starting to use competitors pumps. It was verified that the clinic uses off label drugs/mixtures. The rep did not knowthe specifics for this patient. The rep was unsure if the other patients stalls had been reported. It was noted that the rep just started supporting this clinic and they are waiting for an analysis letter from another stall. The rep was no with the patient, but was heading to see the patient. It was unknown if the patient had a MRI. The rep was going to confirm with the patient. It was unknown if it had been 2 hours since patient exited MRI. No symptoms were reported. The event date was (B)(6) 2021. The rep called back to silence alarms, but then the patient stated they wanted the alarm to stay on so that they can know when the pump is still stalled. The alarm interval was increased to 1 hour. It was noted the rep was seeing the patient and the logs were checked. It was noted that the pump stalled on (B)(6) 2021. It was stated there was no emi or magnetic interaction with the pump. Pump replacement, minimum rate, and returning the pump if replaced were reviewed. Additional information received from a manufacturer representative (rep) on 2021-jan-13 reported they were informed that the patient's pump was alarming and that the patient was coming into the clinic. A motor stall had occurred the day before ((B)(6) 2021). The patient stated there was no magnetic resonance imaging (MRI) or other interference. It was noted the healthcare professional (hcp) put the pump to minimum rate, and the patient was going to be scheduled for explant at which time the pump will be sent back for analysis. It was noted that the surgery has not yet been scheduled. It was noted the event was apparently work comp. No further complications were reported/anticipated.

Event description:
Additional information was received from the device manufacturer representative indicated that they did a dye study today and it was seen the catheter was occluded. Caller stated they are replacing the catheter and pump with flowonix soon.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2008, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient came into the clinic today to empty the drug from the pump. Per the reporter, they were not going to revise or replace the pump and catheter. The hcp thought the pump was in minimum rate mode, but when she interrogated it, she found that it was in off state. The reservoir volume showed 14 ml and she was unable to get much of any drug out of the pump. It was confirmed that the pump was programmed to off state in (B)(6) 2021 and it was unclear if the pump reservoir was emptied at that time.